Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that during a routine follow up visit, the lead exhibited a rise in impedance to high levels, as well as a rise in thresholds. A lead failure was suspected, as were physical changes in the patient's body. A new pace/sense lead will be added, and the lead will remain in use. No patient complications have been reported as a result of this event.